Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the surgeon had two (2) patients with a greenish "glimmer" staining of the iol's on the split and one patient with a reddish / orange iol staining. Various slit lamps also do not change the iol coloring phenomenon. The patients have had no symptoms. The phenomenon occurs unilaterally. I suspect either a reflection from the iris or retina on the iol or a color defect of the iol.

Manufacturer narrative:
The product was not returned. A slit lamp photo was provided that appears to show a green reflection from the iol. The photo was provided to customer technical affairs. There have been no previous complaints, which have indicated a slit lamp view of a green reflection from an company iol (except related record. A determination of possible causes for the observed phenomena cannot be derived from the provided photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. A slit lamp photo was provided that appears to show a green reflection from the iol. A determination of possible causes for the observed phenomena cannot be derived from the provided photo. Information was provided that the patients have no symptoms. Surgeons suspects either a reflection from the iris or retina on the iol or a color defect of the iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after surgery in some patients, he notices the implanted multifocal lens looks green, sometimes red / orange in the patients eye. There are no patient issues with vision. Additional information has been requested.